Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. The device was being used during ear surgery, but there was no injury or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.